Manufacturer narrative:
No lot number was available. Without a lot number, expiration date and manufacturer date could not be determined. The customer reported the patient was on heparin and the site had been oozing since the catheter was inserted. The IFU notes that any active bleeding at the insertion site should be stabilized before applying the dressing. It also states to inspect the dressing daily and change the dressing as as necessary. The dressing should be changed if it appears to be saturated or overly swollen. Note: to test if the dressing is fully saturated, lightly press down on a corner of the gel pad with your finger. If the gel pad remains displaced once your finger is removed, the dressing should be changed. Note: tegaderm¿ chg gel pad is not designed to absorb large quantities of blood or fluid. End of report.

Event description:
A nurse reported an inpatient had a quinton catheter placed in her neck for venous access. The site was secured and covered with a 1877-2100 3m¿ PICC/cvc securement device + tegaderm¿ chg IV securement dressing. The patient reportedly experienced irritation, redness and skin breakdown near the insertion site, under the gel pad of the dressing. The catheter was removed due to skin condition and a PICC line was inserted for vascular access. The nurse reported wet to dry dressings were used for treatment of the skin reaction.